Event description:
It was reported the programmer was returned for replacement of all compartment latches. Followup indicates the programmer was used a lot, and over time the compartment latches all broke. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found tabs on power cord bay door, media bay door, and keyboard are broken. Analysis also found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. (B)(4).